Event description:
(B)(4). I went into the dr office to have the essure placed in to not have any more children. Much to my surprise I had a 4th child on (B)(6) 2012 as you see this did not do what it should have. The right coil migrated to my uterus and thank god did not effect my baby. After having my 4th child, 6 weeks later my new dr had to go in and remove the one coil from my uterus, and repair that and do a tubal so this doesn't happen to me again. This device has cause me many issues. I break out in hives and in pain all the time.